Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostic anomaly was observed regarding the battery longevity calculations. The asymptomatic patient was presented for a routine follow-up. The patient was to be closely monitored since the device was close to triggering the elective replacement indicator. The patient was stable before, during and after the event and will be scheduled for a device replacement as soon as the eri alert was triggered.